Event description:
It was reported that approximately 24 months post implant, the patient disease had progress on the left limb of the bifurcated device causing a distal type I endoleak. The patient was treated with two iliac limb extensions, which resolved the endoleak. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Endoleaks are a known risk of the procedure. Actual device not returned hence no device evaluation performed. Based upon the review of the CT images by clinical representative, endoleak has been confirmed but the cause could not be determined. No conclusions can be drawn.